Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing (est), short self-tet (sst), and performance verification test (pvt), and was operating within MFR's specifications. (B)(4).

Event description:
The USA customer reported that an 840 ventilator had a blank screen during use, resulting in the unit becoming inoperative. The pt was removed from the ventilator and placed onto another unit. There was no report of pt harm.